Manufacturer narrative:
Philips service recommended collimator replacement as no fault was found. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fluoro stopped during case; collimator errors suspected on a azurion 7 m20. The clinical use of the system was in clinical use. There was no reported patient or user harm.